Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 30, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on initial escalation analysis a sensor replacement was approved for the user due to system performance. An RMA was issued for both the sensor and the transmitter further investigation. Sensor and transmitter were returned from the field. Upon receipt, visual inspection and functional testing was performed and no anomalies were observed for all returned parts. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root of inaccuracies cause may be related to an issue with the in vivo state of the sensor hydrogel. B4. Date of this report 09 april 2025. G3. Date received by the manufacturer? 09 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4315.